Event description:
According to the op report, the valve was explanted due to aortic insufficiency. The pt experienced aortic insufficiency a "few years subsequently" and was treated medically. On tee prior to initiating bypass, there was "marked" regurgitation eccentrically. Intraoperatively, the aorta was "very thin, fragile and mildly dilated", but not aneurysmal. There was separation of the native annulus from the valve annulus in the left coronary cusp area and this was the site of the "previous aortic insufficiency" a sjm 25afhpj-505 was then implanted and tee showed the valve "worked well" with no insufficiency. The pt was then transferred to the ICU in satisifactory condition.